Event description:
It was reported that during an unk procedure, the device caused incomplete suturing an massive bleeding. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.